Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The remote arm controller (rac) was returned for failure analysis and the reported complaint involving hand control not able to move message was confirmed and replicated. In logs, no errors were reported from the field. Upon visual inspection, no issue was found that would relate to the complaint. The rac was then installed onto the golden system where it triggered error 25588 right away and the system is not operational. As of result of these findings, the error 25588 failure of the power up self-test was found to be the root cause by the rac.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was encountering a ¿hand control not able to move¿ message during an active procedure, resulting in loss of control of the camera and instruments. Technical support engineer (tse) guided staff through troubleshooting and determined that the alternate console ("left console") was functioning normally without issue. Tse reviewed the error logs and identified error code 23016 associated with mtml2. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.